Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a tumor removal surgery, the distal part of the irrigation sleeve melted. It was further reported that the irrigation sleeve cracked. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Updated manufacturing date based on manufacturer feedback. Device evaluation: investigation results indicate that the sleeve melted due to inadequate use of irrigation. The IFU of handpieces and console associated with this device warns the user against this type of use: "always use sufficient irrigation flow. Failure to comply may result in excessive heat and potential burn injury." The quality investigation is complete.

Event description:
It was reported that during a tumor removal surgery, the distal part of the irrigation sleeve melted. It was further reported that the irrigation sleeve cracked. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.